Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: approximately 2 hours into use, the staff noted that the coating on the device tip was flaking off after cleaning it with gauze. It was identified that the device was being cleaned regularly throughout the case. The generator was being used on power level 6-6. No pieces of the coating fell off into the patient and there was no patient impact. Additional information provided following device return and check in discrepancy: the customer reported two cases with similar issues. It is unknown which device was associated with what product event; therefore, the devices will be investigated for each reported issue. Investigation conclusion: the reported issue was confirmed. The electrode glass insulation coating is peeling/flaking for both devices. The heatshrink on both devices has begun to split, but has not detached from the device shafts. The condition of the returned devices, such that there is eschar, tissue and coagulum buildup on the electrodes and the heat shrinks are damaged is consistent with insufficient cleaning and can lead to an rf energy path that may have been altered, such that the energy is directed to the tissue on the electrode rather than to the patient. As a result, is probable that the electrode coating insulation and the heat shrink will become compromised. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, staff reported the coating on the plasmablade device tip was flaking off while cleaning the device. Nothing fell into the patient.